Event description:
A report was received from (B)(6) stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure patient alarm, then the xb0069 code is initiated.

Manufacturer narrative:
A field action associated with this issue was issued (B)(6) 2013. A covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. They then performed calibration, the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications. (B)(4).